Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being positioned when the tip of the wds perforated the laa. The perforation resulted in a pericardial effusion with cardiac tamponade. The effusion was drained and the patient was brought to surgery. A thoracotomy was performed and the laa was removed. The patient did fine following these events and is stable.